Event description:
Blood was noticed oozing at exterior site. Dressing was changed/kinked alarm kink was noticed at insertion site, blood was noticed in the tubing. Iabp was turned off, iab was removed. Pt did not need any further assist from an iab.